Event description:
Boston scientific received information that the patient with this right atrial lead had undergone an ablation procedure for atrial flutter. Subsequently, the lead displayed loss of myocardial capture due to the ablation procedure. The patient underwent a lead revision procedure where the lead was explanted and replaced with another manufacture's lead. There were no adverse patient effects reported. The lead was to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.